Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a ventricular fibrillation (vf) episode for which a shock was delivered and was not converted, with the vf spontaneously converting. Technical services (ts) was consulted and reviewed stored data. Ts noted that the shock impedance for the shock delivered was within range, but stored data indicates the shock impedance measurements had been high out of range, with the measurements rising gradually for this rv lead. Ts discussed measurements behavior over time as well as programming options, with a possible revision up to the patients physicians discretion. This rv lead remains in service. No adverse patient effects were reported.